Event description:
The customer reported that the system would not produce images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service representative adjusted the articulating arm. The system was tested and found to be working as intended and put back in service.